Manufacturer narrative:
Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a nail insertion on (B)(6) 2020, the driving cap broke off while impacting the nail. The procedure was completed by tapping on the handle. The event happened when the nail was almost completely inserted. There was no surgical delay and no patient consequence reported. Concomitant device reported: unknown nail (part # unknown, lot # unknown, quantity 1), unknown insertion handle (part # unknown, lot # unknown, quantity 1), unknown hammer (part # unknown, lot # unknown, quantity 1) . This complaint involves one (1) device. This report is for (1) driving cap/threaded. This is report 01 of 01 for (B)(4).